Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure & delivery system (wds) were selected for use. Upon access to the right femoral vein, a full dose of heparin was given. The transeptal puncture (tsp) was completed with a versacross connect. Thrombus was noted upon removal of the pigtail catheter. The patient was given an additional 5,000 units of heparin and the physician drew back 40ml of blood to remove the sheath. The wds was inserted into the was and pushed the clot out of the sheath. Both the wds and was were removed with the wire maintaining transeptal access. The was sheath was flushed until the clot was clear. The was was reintroduced and the procedure was completed. The patient was kept for observation.